Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation for the third time. The evaluation confirmed an intermittent loss of image (one of 30 occurrence). During the loss of image, it was confirmed that the camera head was not identified neither by video system. Other exterior damage was not confirmed. The exact cause of the reported phenomenon could not be conclusively determined at this time. The legal manufacturer's investigation is ongoing, and if new information becomes available later, this report will be supplemented. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
A field service engineer reported that there were multiple instances in which the device was not displaying an image from (B)(6) 2021, to (B)(6) 2022. The image only appeared after rebooting the system. The device has been returned to olympus korea service center for evaluation, but on the first two evaluations, the repair center was unable to confirm the reports of intermittent loss of image. There was no patient harm reported due to this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely root cause of the phenomenon / no image is due to accidental failure of the ccd (charge-coupled device) unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the device was inspected prior to use for an unknown diagnostic procedure. According to the initial reporter, the procedure was completed using the same device without any delays.